Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined superior vena cava (svc) impedance. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.